Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 336 mg/dl. The customer stated that the insulin pump had alarmed no delivery leading up to the event. She stated that she had not been connected to the insulin pump at the time of admission and had been disconnected since the night prior. On the night prior, she had a high blood glucose reading of 563 mg/dl, and she tried to change out the reservoir 3 times. She also tried manually priming out insulin to no avail. She then treated with manual injections. She stated that she was able to lower her blood glucose reading to 117 mg/dl. In the morning, her blood glucose reading was 417 mg/dl when she was off insulin pump therapy. She tried to reattach to the device. The infusion set may have been occluded. During previous troubleshoot, the device seemed to work as designed. She declined troubleshooting for high blood glucose. Advised replacement of the device. None else reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.